Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump and two controllers were not returned for evaluation. Review of the available autologs reports revealed several intermittent decreases in power consumption and estimated flows were logged on (B)(6) 2020 leading to parameters below normal operating range and multiple low flow alarms have been logged since (B)(6) 2020. The autologs reports revealed eight controller power up events on (B)(6) have been logged since(B)(6) 2020. Raw log files were not available for analysis. The autologs reports revealed multiple vad disconnect alarms were logged on (B)(6) 2020 and a controller power up event on (B)(6) was logged on (B)(6) 2020 at 02:38:54. Additionally, review of the graphical data in the autologs reports revealed that the controller (B)(6) was not in use prior to (B)(6) 2020, indicating that the power up event on logged on (B)(6) 2020, most likely occurred during a controller exchange from (B)(6). In addition, two controller power up events on (B)(6) were logged on (B)(6) 2020 at 00:53:04 and at 00:58:55. The controller was without power for 13 seconds and 18 seconds, respectively. As a result, the reported loss of power and vad stop ev ents were confirmed. Information received from the site indicated that the patient had fallen and a computerized tomography (CT) scan showed a cerebral hemorrhage. The patient also ventricular tachycardia requiring defibrillation. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula-outflow graft, constriction at the outflow graft, poor vad filling, and-or inappropriate pump rotational speed. Based on the available information, a possible root cause of the loss of power on (B)(6) logged on (B)(6) 2020 can be attributed to a controller exchange. A possible root cause of the other losses of power can be attributed to a disconnection of both power sources and-or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. Per the instructions for use, cardiac arrythmia, neurological dysfunction, and death are a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar clinical adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #:(B)(6). H3: yes. H6: patient code(s): c28554. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 4315, 19, 22. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 22, 4310. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for corrections. Section b3 event date and b5 event description were updated. Investigation of this event was already completed and sent. The file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged and the patient had actually fallen while hospitalized. The ventricular assist device (vad) disconnection was suspected to be from manipulation errors from the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information received regarding events leading to patient death. Additional products: d1: heartware ventricular assist system pump; d4: model#: 1104 / catalog#: 1104 / expiration date: 31-mar-2021 / serial or lot#: (B)(6); UDI#: (B)(4); d10: no; h4: mfg date: 18-mar-2019; h5: yes; h6: patient code(s): c28554, c50485, c50558, c50802 h6: device code(s): c76126 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the ventricular assist device (vad) patient had fallen at home. A computerized tomography (CT) scan showed a cerebral hemorrhage. The patient also had ventricular tachycardia requiring defibrillation. The patient subsequently expired.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 , medical device: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 31-may-2019. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive at home. The controllers exhibited loss of power associated with ventricular assist device (vad) stops. The controllers remain in use. No further patient complications have been reported as a result of this event.